Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 200 mg/dl to 600 mg/dl with moderate to large ketones. The cause of the high bg was unknown. Bg was treated by changing out all supplies and delivering boluses. The customer was instructed to consult with the healthcare provider regarding bg level.